Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then opened the device in order to perform an internal visual inspection.  No discrepancies were observed.  Physio then tested the individual components in a mock-up unit but was unable to reproduce the issue.  Physio then reassembled the device, ensuring that each connection was properly secured.  The reported no ac or dc power issue did not return.  As a precaution, physio replaced the power pcb to therapy pcb cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to request service on their device.  The customer was unable to provide a reason as to why service was needed.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not power on using ac or dc power.